Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of meperidine. It was reported that during priming, champagne bubbles were noted. It was reported that during visual examination and manipulation of the tubing set, the tubing separated from an unspecified location on the tubing set. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.